Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphedema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:" pain and swelling" "shooting spasm pain in the left side" "pain occurs almost every day" "lymphedema."

Event description:
Patient reported left side "lymphedema, swelling, pain and shooting spasm pain which occurs daily. They have a personal history of cancer which is not device related. Device was explanted.